Event description:
Information was received from a patient who was receiving baclofen (unknown concentration or dose) via an implantable pump for intractable spasticity, multiple sclerosis, spinal cord injury/spinal cord disease, and other spasticity. It was reported that the patient had a fall in either 2016 or 2017 "where my needle went out of my spine and my medicine went all into my stomach and my alarm went off". The patient stated that they made it to healthcare provider just in time and if the patient would have waited "my organs would have been shut down". The patient stated that the pump had to be replaced. When they removed the catheter, they left part of it in the patient.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-mar-2007, UDI#: (B)(4); product ID: 8596, serial/lot #: (B)(4), ubd: 19-may-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.